Event description:
During an implant procedure, a high pacing impedance was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece for analysis. Visual and x-ray examination of the lead did not reveal any anomalies with the exception of procedural damage. Electrical testing of the lead did not reveal any indication of conductor fractures or internal shorts.